Manufacturer narrative:
A medtronic representative went to site to check the equipment. Representative was unable to replicate the reported issue. A system checkout was performed. The hardware, software, and instruments panal.ssed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that during a spinal fusion procedure the gantry of the imaging system would not open. Rebooting the system twice and reseating the umbilical cable resolved the issue. When the system was around the patient in the operating room (or), the system went into standalone mode while entering patient date in viewing station. Reseating the umbilical cable and rebooting the mobile view station (mvs) resolved the issue and the patient scans were taken successfully. The procedure was completed with the use of imaging system. There was a delay of less than 1 hour. No impact on patient outcome.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.